Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this report is for a system error 2240 during the dwell stage, where the user indicated the patient line was not properly primed before connecting. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240/2367 during initial drain. The technical service representative (tsr) instructed the caregiver (cg) to cycle the power and the hc alarmed 2367. The tsr instructed the cg to cycle the power again and the alarms cleared. The tsr advised the cg to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.